Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the valve is stuck. Associated malfunction for this device: rex roth valve not shifting, sieve beds saturated.